Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. An invasive procedure was performed and the lead was successfully replaced. It was reported the lead had dislodged into the coronary sinus. No adverse patient effects were reported.

Manufacturer narrative:
Requests for product return were made. At this time, the lead has not been returned. Should additional information become available this report will be updated.